Manufacturer narrative:
The device was evaluated at sorc. As a result of the evaluation, the following was confirmed. -the water drainage on the objective lens was poor due to the clogging of foreign material in the air/water nozzle. -the amount of air and water supplied was insufficient due to the clogging of foreign material in the air/water nozzle. -the angulation was insufficient due to the stretch of the angle wire. -there was play in the angulation control knob due to the stretch of the angle wire. -the endoscope connector, the control section, the remote switch, the insertion section, and the adhesive of the bending section rubber were damaged. The exact cause of the reported event could not be conclusively determined. However, the reported event may have been caused by insufficient cleaning, etc. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
The user returned the device to olympus service operation repair center (sorc) due to a defect in the water feeding function. There was no report of patient injury associated with the event. Sorc then inspected the device and found that the air/water nozzle was clogged with foreign material. Olympus medical systems corp.(omsc) determined that the endoscope that was improperly or insufficiently reprocessed may have been used in the procedure.